Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that stent damage occurred. A 3.50 x 20mm synergy¿ drug-eluting stent was selected for use. However, during advancement of the device through a non-bsc wire, a deformity was observed in the strut which prevented the stent from advancing through the wire. The procedure was completed with a different device. No patient complications were reported and the patient's status was stable.